Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-00604. The explanted device returned for analysis. This report is being submitted as additional information. The patient weight was not provided. The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-02311. The referenced outflow graft was reported under medwatch report# 2916596-2017-00605. Approximate age of device - 4 months. Manufacturer's investigation conclusion: the evaluation of the device did not reveal a device-related issue. The pump was returned with the driveline cut approximately 2¿ from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. A specific cause for the reported elevated ldh could not be conclusively determined. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas instructions for use (IFU) lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The IFU outlines the indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient underwent device exchange for pump thrombosis on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient presented with elevated lactate dehydrogenase and that the lvad pump parameters were elevated. Ramp echocardiogram revealed abnormal offloading of the ventricle, and pump thrombosis was suspected. The patient underwent a device exchange, and during the replacement, it was observed that the outflow graft was in a "mild s shaped" configuration. Upon invasive hemodynamic monitoring with pressure wire using expertise from interventional cardiology, the pressure gradient was 3 mmhg, and the patient did not require a full sternotomy for the pump exchange due to the shape of the graft. No additional information was provided.